Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm occurred during the load sequence. Additionally, it was reported that a cartridge alarm occurred indicating that the cartridge was removed outside of the load sequence. However, the customer alleged they did not improperly remove the cartridge. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy. Customer's blood glucose level was 160 mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged cartridge alarm 30 and battery not charging issues were verified. Based on the analysis, the alleged cartridge alarm 25 issue was verified in the pump logs; however, no failure was identified.